Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that patient indicated that they responded to several years of interstim neurostimulation, but her response ultimately faded and not working for patient. The patient wished to have the device removed and proceed with concurrent injection of botulinum toxin. The generator and the lead were removed in its entirety.the patient¿s indicators were for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.